Event description:
It was reported that this pacemaker reached elective replacement. Additional information from the field representative was obtained which indicated that the device was changed out. The device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reached elective replacement. Additional information from the field representative was obtained which indicated that the device was changed out. The device was surgically explanted. No additional adverse patient effects were reported.